Event description:
During a laparoscopic preperitoneal burch procedure a white oval ring was noted in the pt's pelvis at the endo of the case. The surgeon removed it and it appeared to be the gasket from the 512s flapper valve. The trocar and gasket are being returned. There was no consequence to the pt. 11/20/96, the surgeon stated that he noticed the gasket in the pt's abdomen while he was looking around before closing. The surgeon stated he was using a hernia stapler through the trocar. There was no loss of pneumo during the case and the surgeon did complete it with the device.